Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary customer returned 6 unopened 32g 4mm pro pen needles loose from lot# 2048902. It was reported when he attempts to attach pen needle to insulin pen it will not stay, stated, when he removes the pen needle that would not attach, the non-patient end is bent. All the returned pen needles were visually inspected and observed no issues with bent or broken cannulas. Pen needles were attached and detached using pen injector and observed no defects with attach/detach. Hence, alleged issue could not be confirmed based on the samples return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle would not attach. The following information was provided by the initial reporter: consumer reported when he attempts to attach pen needle to insulin pen it will not stay. Stated, when he removes the pen needle that would not attach.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle would not attach. The following information was provided by the initial reporter: consumer reported when he attempts to attach pen needle to insulin pen it will not stay. Stated, when he removes the pen needle that would not attach.